Event description:
It was reported, during eri device change-out, that externalized conductors were noted. Noise was also observed. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned for analysis. Internal insulation abrasion was found between 10.7cm to 11.5cm and 12.0cm to 13.2cm from the distal tip. The etfe coating was intact at the same locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.